Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.

Event description:
It was reported that approximately four hours post implant, the right ventricular (rv) lead dislodged. An x-ray revealed that the right atrial (ra) lead had all slack pulled out of it. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.